Event description:
A nurse reported that "abnormal occlusion events" were observed during a cataract with intraocular lens implant procedure; it was reported that the unit kept giving the occlusion alarm during phacoemulsification in the sculpt setting. The case was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).